Manufacturer narrative:
(B)(4). Additional information: sample was not received by baxter for evaluation. No flow was not confirmed due to sample unavailability. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. No root cause was identified. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available; a follow-up report will be submitted.

Event description:
Baxter received a report of six (6) bottles of infusor lv 10 models which would not flow. The customer mixed "zosyn" with normal saline for a patient, and "it appears to have precipitated out". The six (6) samples are available for evaluation. This is report 5 of 6. There was no report of patient injury or medical intervention. No additional information.